Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level in the 600's (mg/dl). Reportedly, the user changed the supplies, resumed insulin delivery, and would deliver a bolus via the pump. The user's bg level lowered to 67 mg/dl and the bg level was addressed with carbohydrates. A follow up with the user confirmed that the bg level was back in target range.